Event description:
The PICC was placed in 2003. The patient came into the complaint facility for an MRI and an x-ray revealed a guidewire fragment approximately 30 cm long. The proximal end was in the subclavian vein and the distal tip was in the ventricular apex. The patient stated that about a year prior he had the guidewire removed. The patient now has cancer. No further information is available at this time.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.